Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced low blood glucose level. Customer's blood glucose value was 2.9 mmol/l. Customer stated they had been treated as it was a past event. The insulin pump will not be returned device for analysis.